Manufacturer narrative:
The reported event is unconfirmed. Visual: received one (1) used all-silicone foley catheter with packaging. Verified material number 73022l, batch number ngju0574. The manufacturing lot number is not legible. Further inspection noted the catheter balloon had mushroomed. The catheter balloon was inflated with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the catheter rested with no leaks noted. The balloon passively deflated in under two (2) minutes with no cuffing or leaks noted, returning 10ml of solution. This is within specification per, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. As the reported event is unconfirmed, a risk and labeling review is not required. A review of the device history record was not necessary due to the reported event being unconfirmed. Based on the investigation results no additional action is required at this time. Correction: d,f,h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that foley catheter was being used during a turp and was found to drip at the junction between the tube and the 3 ways. They would like this escalated as the said it was not the first time this had happened using this type of catheter, but this was the first time they had reported it to them for escalation or provided evidence. Per notification from ucc on 02feb2026, it was reported that balloon mushroomed was found during sample evaluation on 14oct2025.

Event description:
It was reported that foley catheter was being used during a turp and was found to drip at the junction between the tube and the 3 ways. They would like this escalated as the said it was not the first time this had happened using this type of catheter, but this was the first time they had reported it to them for escalation or provided evidence.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.